Manufacturer narrative:
(B)(4). Evaluation summary: the analysis results for the mst11 instrument (a, b, c, and d) found that it was returned in good condition and out of its sterile package. A corrective action has been initiated to address the root cause of the finding. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that when the new box was opened, they noticed that the peel pack covers were coming off of sterile probe packaging. The customer used one of the probes before problem was noticed. No patient consequence reported.